Manufacturer narrative:
Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through patient outcome that the patient expired and the cause was heart failure.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. It was reported through patient outcome that the patient expired on (B)(6) 2019 due to heart failure. Multiple requests for additional information were sent to the customer; however, no additional information was received. The hmii lvas IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.